Manufacturer narrative:
H3 other text : the device had reached end of life and was no longer being serviced.

Event description:
It was reported to philips that the device does not switch on there was no patient involvement. The customer spoke with a remote service engineer (rse). The customer was informed that the device had reached end of life and was no longer being serviced. The customer was sent an end of life email for their records. Philips is unable to rule out that a malfunction did not occur. As the device could not be evaluated due to end of life, a definitive cause for the alleged failure could not be determined. The device remains at the customer site.

Event description:
It was reported to philips that the device does not switch on. There was no patient involvement.